Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient encountered an issue involving a kinked cannula with their infusion sets. The problem was detected within three hours of insertion. The infusion set was placed in the patient's abdominal area. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.